Event description:
All electrode impedances were high, reading >40,000 ohms. The impedances were not checked at implant. The health care professional was planning to do a revision to check the connections. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.